Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was extended and there was dried blood/tissue within the helix housing and tissue entwined in the helix. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 260mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that both right atrial lead and right ventricular were fractured. An x-ray was performed and the right ventricular lead was found to be dislodged and high capture threshold was also noted. The leads were then tested with the pacing system analyzer (psa), and out-of-range pacing impedance measurements were observed on both leads. The decision was made to explant the right ventricular lead, but difficulty retracting the helix was encountered. The physician made a decision to explant both leads, and new leads were placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that both right atrial lead and right ventricular have fracture. An x-ray was performed and the right ventricular lead was found to be dislodged and high capture threshold was also noted. The leads were then tested with the pacing system analyzer (psa), and out-of-range pacing impedance measurements were observed on both leads. The decision was made to explant the right ventricular lead, but difficulty retracting the helix was encountered. The physician made a decision to explant both leads, and new leads were placed. No additional adverse patient effects were reported.